Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was not able to reproduce the issue. No trouble was noted with system functioning during testing. The system was verified as ready for use. No additional action was required as the issue was resolved. The site did not return the suspected endoscope for the failure analysis. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site reported that after changing the endoscope via guided tool change function the scope insertion axis would move deeper then prompted. The site received phone support from the intuitive technical support engineer (tse). When the site moved the endoscope manually, it moved but it would not stay in the same position. The tse suggested that the clutch was still disengaged, but the site confirmed that it was not. The procedure had been completing with no reported injury.